Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis showed the left ventricular threshold was high. The left ventricular capture management weekly trend data show threshold measurements varied from 2.5v up to 4.25v throughout the record dating back to (B)(6) 2013. Concomitant product: 694765 lead, implanted on (B)(6) 2010; d224trk ICD, implanted on (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular lead had an elevated threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.